Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced  twiddlers syndrome. The right atrial (ra) lead dislodged  and slack was added to the right ventricular (rv) lead. The ra lead was repositioned and eventually replaced. No further patient complications have been reported as a result of this event.